Event description:
The customer notified the manufacturer's technical service that the bed exit detection system failed to alarm when the patient left the bed while it was armed. No injury were related to the incident.